Manufacturer narrative:
Sample will not be available for investigation. Evaluation: other - no sample was returned, no lot# given. The manufacturer verified the components finished good that they had in their warehouse. The maintenance history of the mold in which the elbow is produced was investigated. Results: none of the components showed any irregularity. No issues were found with the maintenance history. Conclusions: no conclusions can be drawn. No corrective action was implemented, however, the personnel of the assembly line and molding personnel were informed to look for this kind of issue.

Event description:
The event was reported as: a post op patient was taken to recovery room where a crna (certified registered nurse anesthetist) connected the patient to a oxygen source using the product. This product is an elbow connector, not a tee-piece, and the crna noticed a cap hanging from the product and placed it on the open port thereby closing the circuit. A rn noticed the cap and recognized that this is not normally used but deferred to the crna experience and did not question its application. The patient immediately developed cyanosis, increased heart rate, increased blood pressure and decreased oxygen saturation. Auscultation of chest revealed absent/minimal breath sounds. The patient was immediately disconnected from the elbow and a loud pressure release was noted. Chest x-ray was ordered and surgeon called to bedside. Bilateral chest tubes were inserted for tension pneumothorax. Vital signs quickly normalized and spontaneous respiratory efforts began. No further information available.